Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows:it was reported that during surgery, the multiloc screws were introduced correctly trough the aiming arm but despite of that; all the multiloc screws are ending next to the nail instead of through the corresponding screw holes in the nail. No visible damage at the aiming arm or other instruments. Tests with another, new aiming arm and the same multiloc nail, did not show any abnormalities. The surgery was not prolonged. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: received 1 article of aiming arm, part 03.019.008 for manufacturing investigation. The article has no visible damage. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During the manufacturing investigation, all relevant and significant characteristics like dimensions were checked and a function test was performed. All checked characteristics are within the specifications. In addition, all articles of the complaint have been tested together. It was determined that the aiming arm was used incorrectly. The right side of the aiming arm has been used for a left nail. The aiming arm has passed the function tests. The function of the aiming arm is given. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 20.jun.2014, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.